Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield was returned stuck inside the distal segment of the phenom 27 catheter, within the biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared stretched, with the ptfe shrink tubing still intact. The distal end of the braid was opened and frayed. The proximal end of the braid was not open and frayed. The pushwire appeared to be bent at 74.0cm from the distal tip coil. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The catheter tip, marker, and body were examined; no damages were found. The catheter body was found to be flattened at 3.6cm to 8.4cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer reports of "failure to open at the proximal end" and "resistance during delivery" were confirmed, as the pipeline flex shield was returned stuck inside the distal segment of the phenom 27 catheter. The proximal end of the braid was not opened and frayed. Possible causes of failure to open include severe vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the observed damage to the catheter (flattening), braid (fraying), pushwire (bending), and hypotube (stretching) suggests that a high force was applied. It appears that these damages may have occurred when the customer attempted to retrieve the pipeline flex shield through the catheter, encountering resistance. However, the cause of the resistance could not be determined. Possible causes of the resistance include severe vessel tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the device twisted in the midportion. The diverter remained inside the microcatheter when the device was removed. Irrigation was administered and maintained during the procedure according to the IFU. The pusher or guidewire was observed to be slightly bent. The device refused to open in a tight bend. The specialist performed multiple loading maneuvers, pulling it toward the internal bend, and the device still appeared to be twisted.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 231091942); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aneurysm repair plus left ophthalmic artery angioplasty using a pipeline flow diverter and coils for the treatment of an unruptured, saccular aneurysm of the left ophthalmic artery (maximum diameter 18 mm, neck diameter 10 mm), severe vessel tortuosity was encountered. The pipeline flow diverter was twisted at approximately 40% of release, a very sharp and closed curve after the aneurysm. The device failed to open despite multiple maneuvers. The device fell into the carotid artery during deployment, and moderate friction and difficulty were noted during device delivery and positioning. Catheter resistance was encountered in the middle of the catheter. The procedure involved femoral access (diameter 10 mm), and the device was pre-prepared according to instructions for use. The system was repeatedly recaptured, repositioned, and released, but torsion persisted and the device did not open. The pipeline did not miss the landing zone and had been placed at least 3mm past the aneurysm neck on each side. The side branches were not covered. The tip of the catheter was not moved during deployment. Due to the risk of incomplete opening, the system was removed and the procedure was restarted using a new pipeline flow diverter. Dual antiplatelet treatment was administered. No patient complications have been reported as a result of this event. The patient's vessel tortuosity was severe. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a neuron 088 sheath, synchro 14 guidewire, and navien 072 catheter.